Event description:
Baxter affiliate reports a transfer set with a broken clamp. Solution continued to flow with the clamp in the closed position. Noted during use. No patient injury or medical intervention was reported per baxter affiliate.